Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the pump history was reviewed, and it was determined that the pump did not experience fast battery depletion. It was confirmed that the pump battery gauge was fluctuating, and the customer received a power source alert while using the tandem-provided usb cable on (B)(6) 2022.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 100 (mg/dl). No additional patient or event information was available.